Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports upon opening the lens case, the lens 'jumped' out. The technician then touched the lens making it unsterile. This is no longer considered a reportable event. No further reports will be sent for this report.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was defective and became unsterile. Patient impact and timing of the event are currently unknown. Additional information was requested.